Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported high impedances. At 0.7 volts, all electrodes 0-15 were greater than 10000 ohms. At 1.5 volts, all were greater than 20000 ohms. At 3 volts, all were greater than 40000 ohms except 8, 9, 10, and 11. The patient preferred program d and 1, 2, 3, 10, 11, and 12 were the active electrodes. Individual electrodes were reviewed and all were over 10000 ohms but 8-15 were still good, reading a little over 1000 ohms. The rep tried to program the patient on 1-7 again and the patient was not getting stimulation. The implant was noted to be on. He was able to program good therapy in his legs and feet but not his back. A fall was noted to be possibly related. The patient had tumbled down the stairs 8-9 months prior to this report. The patient was not sure but thought the fall coincided with back therapy no longer working. The out of range electrodes were being used in programming and causing therapy problems. Using the good electrodes was reviewed. Additional information received from the rep in response to follow-up reported that the patient was reprogrammed using the leads that were not showing high impedance issues and most of her pa in was covered and she was not planning on seeing the doctor to evaluate her other lead unless her pain worsened. No further information was known. Relevant medical history included non-malignant pain.